Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: per the evaluation of the picture of the device provided, the customer complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that when the customer dropped the device, the impact caused the burr to break. Therefore, the reported event is due to mishandling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the otology high speed multi drill hand piece with the short mastoid attachment, became sufficiently hot to burn through metal and caused severe, first-degree burns with blistering to the physician's two fingers during a therapeutic mastoid procedure for cholesteatoma. The burns were treated with cold application. The physician had only been using it for less than a minute. The hand piece reportedly started smoking and smelled like burning metal similar to a fired gun. In addition, the burr piece broke inside the handpiece. The physician attempted to use another otology high speed multi drill hand piece but there were more "issues" noted and the diego elite system console reportedly "malfunctioned" as well. The customer believed that the second handpiece was incorrectly attached to the console and attributed the issue to either the console or user error. The procedure was cancelled, and the patient was discharged. There was no further harm or user injury reported. Case with patient identifier (B)(6) reports the first otology high speed multi drill hand piece. Case with patient identifier (B)(6) reports the short mastoid attachment. Case with patient identifier (B)(6) reports the burr piece. Case with patient identifier (B)(6) reports the diego elite system console. Case with patient identifier (B)(6) reports the replacement otology high speed multi drill hand piece.

Manufacturer narrative:
Additional concomitant devices include mdhp200 with serial number (B)(4) and mdcons100 with serial number (B)(4). The device has not been returned to olympus at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide an update to the legal manufacturer's final investigation. The root cause of (B)(6). Breaking in the (B)(4)was because of the substantial heat and stress caused by the attachment, mdasa, that was used in conjunction with the (B)(4). The pictures provided show signs of a char along the breakage of the burr that corroborates with the heat and stress caused by the attachment. As evaluation of the device passed all inspections, it is unlikely the device left the facility damaged and/or not within specification. Therefore, the damaged reported is a result of the attachment, mdasa, that was used in conjunction to the burr and hp in the procedure. The bearings in the attachment were misaligned and caused the reported failure. Olympus will continue to monitor field performance for this device.